Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which clarified that regurgitation was discovered post-operatively with the transesophageal echocardiogram (tee) probe and was reconfirmed 72 hours post-operatively by tte. No intervention or additional adverse patient effects were reported.

Event description:
Medtronic received information that the same day post implant of this 23mm aortic bioprosthetic valve, it was reported that a follow-up transthoracic echocardiogram (tte) discovered mild to moderate aortic regurgitation, a slight increase in the ventricular systolic pressure, and a mean gradient of 19mmhg. It was also reported that the patient had symptoms of dyspnea. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.